Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (5.0 mg/ml at 0.4211 mg/day) as of (B)(6) 2015 until (B)(6) 2015 and then increased to 5.0 mg/ml at 0.5050 mg/day on (B)(6) 2015, via an implantable pump. The pump's indication for use was noted as non-malignant pain. On (B)(6) 2015, an examination/palpation revealed edema and tenderness to the lumbar incision. On (B)(6) 2015, an examination/palpation revealed a fluid-filled seroma-like cyst near the lumbar incision; the cyst was drained on the same day. The etiology was noted as the lumbar site. It was noted that this was not related to the device or therapy, but was possibly related to the implant procedure. The event was noted to be ongoing and the severity was noted as mild. Additional information received from the hcp indicated that an examination/palpation on (B)(6) 2015 revealed a seroma and the seroma was aspirated on that date. An examination/palpation on (B)(6) 2015 revealed that there was fluid accumulation and that the patient was tender to palpation. Additional information provided by the hcp on (B)(6) 2016 indicated that an examination/palpation performed on (B)(6) 2016 revealed that the issue was ongoing and a catheter revision was scheduled.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare professional (hcp) via the clinical study. Surgical observation on (B)(6) 2016 revealed that there was no cerebrospinal fluid (csf) flow; the catheter was apparently not patent. There was 5 ml of serosanguinous fluid very superficially under the skin of the posterior wound. The catheter was spliced on this date. On (B)(6) 2016, the patient reported fluid leaking from the incision. Surgical observation on (B)(6) 2016 revealed clear fluid consistent with csf in the posterior wound; the catheter itself appeared intact, with no obvious source for csf leak. During the surgical wound exploration on this date, purse string sutures were made around the catheter.

Event description:
Additional information received from the clinical site indicated as of (B)(6) 2016, the incisions were clean, dry, intact, and healing well. The wound edges were well approximated. There was no signs of erythema, tenderness, or drainage. The event resolved without sequela.